Event description:
Additional information was received stating that two weeks after index procedure the aneurysm had expanded to 6.2 cm in diameter. On a follow up CT scan approximately eight months after index procedure, the previously reported type iii endoleak had self-resolved and the aneurysm decreased to 5.6 cm in diameter.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (source of endoleak is unk).

Event description:
A talent stent graft system was implanted in a pt for stent endovascular treatment of a fusiform 56 mm diameter x 40 mm long thoracic aortic aneurysm at zone 4. The proximal neck was 32 mm in diameter; the distal neck was 30 mm in a diameter. There was no calcification, but there was severe thrombus at the distal neck and moderate thrombus at the proximal neck. Vessel tortuosity is unk. Another MFR's stent graft (B)(4) and 4 talent taa stent grafts were implanted and ballooned without issues. No endoleak was seen at the end of the procedure. A CT after the tevar showed a type iii endoleak (fabric vs. Junctional was not specified) from the (B)(4). The physician decided to monitor it without any add'l treatment. The physician commented that the correlation with talent taa and the endoleak was undetermined, but there was no correlation between the procedure and the endoleak. No clinical sequelae were reported and the pt is fine.

Event description:
Additional information received for this case. The investigator changed the relationship of the type iii endoleak from the index procedure from no to unknown.